Event description:
Info received indicates the bed had an unintentional movement of the head up function.

Manufacturer narrative:
The tech isolated the unintentional movement to the left pt control board. He replaced the left pt control board and the bed functioned properly.